Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the tubing of twenty five (25) minicap extended life pd transfer sets; the "particulate" appears to be hair. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual devices were not available; however ten (10) photographs of samples were provided for evaluation. The photographs were visually inspected which showed black and thin particulate matter (pm) outside the fluid pathway inside the pouch. The pm appears to be loose on the silicone tubing/ bushing and was identified as fuzz or hair on the silicone tubing/bushing. Only pm that is mobile and within the solution or solution path will have the potential to induce pm related harm to the patient. The reported condition was verified. The cause of the condition was related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.